Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52, lead, (B)(6) 1998; 419688, lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that the patient experienced impending skin erosion and impending necrosis due to their device migrating since implant. The patient was originally scheduled for a pocket revision but due to the device's remaining battery life, it was decided to explant and replace the device. The replacement device was implanted in the subpectoral fascia. It was also reported the right atrial (ra) lead exhibited slowly rising thresholds. The ra lead remains in service. No further patient complications have been reported as a result of this event.